Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient couldn't get it to work. She wanted to know if it was possible she got the stimulator implanted too deep. The patient would work with it and once and a while she could get it to connect, but most of the time it wouldn't connect. She said we kept sending her control devices and the antenna. The doctor kept yelling at her she wasn't doing it right. The patient said her problems are getting worse and worse. She went to the pa this morning and they said they were possibly thinking of a catheter. Patient has been having a lot more problems. The patient takes torsemide and she can't drink anything. In the morning she only drinks enough juice to take her medicine. Then she can't drink anything until she is done with all her meetings and errands. Walked caller through connecting her patient programmer to her stimulator. Patient was at 1.5volts. On the call the patient increased the stimulation to 1.7 volts. Patient is going to monitor her symptoms and see if they improve. Additional information was received from the patient. They reported that they are not using the device and noted "device was not working" when asked to clarify the statement "the device was not working." Patient noted the issue was not caused by normal battery depletion and the cause of the device not working was not determined. Patient noted the likely cause of the issue as being "I thought the device was placed too far under my skin because occasionally it would work but not most of the time." The steps taken/will be taken were noted as being "I stopped using the device because it didn't work for me." Patient noted the issue has not been resolved and no further action will be taken. Patient noted it was unknown of the cause of why they couldn't connect and no likely cause was given. Patient noted the steps taken/will be taken to resolve the issue of being unable to connect as being "I now have a catheter." Patient noted issue has not been resolved and no further action will be taken.